Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 64.5cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted the right ventricular (rv) lead exhibited a drop in sensing and high capture threshold. On (B)(6) 2020, the patient returned to the clinic and it was noted that there was no capture on the rv lead. A chest x-ray revealed that the rv lead had pulled back into the right atrium. On (B)(6) 2020, the lead was explanted and replaced; there was some difficulty in retracting the helix. The patient was in stable condition.